Event description:
On (B)(6) 2023, a reporter contacted lifescan (lfs) us on behalf of the patient alleging that they were receiving error 2 messages on their ot verio flex meter. The complaint was classified based on the customer care agent (cca) documentation. The patient stated that on they had been receiving error 2 messages while using the subject device. The patient took an increased dosage of insulin in response to the error 2 messages which resulted in them feeling ¿dizzy¿. It is not known what actions the patient took in response to the symptoms. The patient normally manages their diabetes with self-adjusting insulin. While on the call, the cca asked the patient to test with a different vial of test strips, they did manage to test and obtained a numerical result, however this result was not recorded. It is not known what other actions the patient took or whether or not they had to obtain any help as attempts to call the customer for clarifications were unsuccessful. During troubleshooting, the cca confirmed that this was not the first time that the product was being used. Replacement test strips were sent to the patient. This complaint is being reported because the patient claims they were unable to obtain a blood-glucose result due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dosage of insulin after the alleged issue began. The subject test stirps could not be ruled out as a contributing factor.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition to this, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.